Manufacturer narrative:
The investigation for the reported renal failure, arrhythmia, hemolysis, and access site bleed has been completed. Neither the device nor data logs were not returned for review. The root cause of renal failure was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the arrhythmia could not be determined without additional clinical details. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a n unspecified study patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant from the study reported that patient on impella cp support had acute kidney injury stage 3 that was moderate in severity. The event was determined to be possibly related to the study device and the procedure. The patient also had respiratory failure that was moderate in severity. The event was determined to possibly be related to the study device and the procedure. The patient experienced reperfusion arrhythmias that were moderate in severity. The event was determined to possibly be related to the study device and the procedure. The patient also had av block grade 3 that required prolonged existing hospitalization. The event was determined to possibly be related to the study device and the procedure. The patient reportedly had pneumonia that was moderate in severity and required prolonged existing hospitalization. The event was determined to possibly be related to the study device and the procedure. The patient was reported to have hematuria that was moderate in severity and required prolonged existing hospitalization. The event was determined to not be related to the study device or the procedure. The patient had pulmonary hypertension that was mild in severity. The event was determined to not be related to the impella device or the procedure. The patient had a hematoma at the access site that was moderate in severity. However, the event was determined to not be related to the study device or the impella procedure. The event was related to the percutaneous coronary intervention (pci). The patient from the study had left ventricular thrombus that was moderate in severity and required prolonged hospitalization. The event was determined to not be related to the study device or impella procedure. The patient had a positive fecal occult blood test (fobt) that was mild in severity. The event was neither related to the study device or the impella procedure. The event occurred 8 days post impella removal.